Event description:
A cardioquip customer noticed discoloration in the devices tubing and requested hpc testing to determine if the device was contaminated. Test results were received by cardioquip on 02/23/24 which were outside of specification indicating the device was contaminated.

Manufacturer narrative:
A cardioquip customer noticed discoloration in their tubing and suspected contamination. In response they requested hpc testing. Test results confirmed the device was outside of specification and thus contaminated. In response the customer has requested an internal water pathway replacement to repair their device. Cardioquip is currently waiting for the device to be shipped so that the procedure can be completed. Following the service the device will be returned to specification and full functionality.